Event description:
It was reported that when using the bd pyxis¿ pro medstation¿ main, user reported while checking the machine, it was found screen was too faint and unable to read words. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported the screen was too faint to read clearly. The user checked several connections and rebooted the station multiple times; however, the issue persisted. The field service engineer (fse) confirmed that the pyxis pro screen was dim and not displaying correct contrast. The pyxis pro logo was burned into the screen and was visible on every display. The hard drive was reseated, and the display hdmi connection was reconnected, but the issue continued. The pyxis pro screen was replaced to resolve the brightness issue and logo burn in. After the new screen was connected, the display functioned normally. The system functioned as intended after field service engineer repaired the device.